Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a free flow event of insulin occurred ¿many years ago.¿ no further information was provided. The report was provided to bd representatives during their site visit. There was patient involvement but no harm.